Event description:
On (B)(6) 2012, the pt reported that on 09/05/2012 her blood glucose was elevated into the 400's mg/dl. Her normal blood glucose level is 150 mg/dl. The pt smelled insulin and her shirt was wet at her infusion site. She noticed insulin leaking from where the infusion tubing connects to the headset and it was leaking from underneath the self-adhesive pad. The pt changed her infusion set and delivered a bolus to correct her elevated blood glucose level. The next day her blood glucose level was 336 mg/dl and she again noticed the infusion set leaking. The pt hears an audible click when connecting the infusion tubing. The pt was sent replacement infusion sets. Follow-up with the pt revealed that she had not experienced any further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusions were requested to be returned for eval.